Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose 235 mg/dl. Patient's current blood glucose is 349 mg/dl. Customer treated for high blood glucose with bolus. Customer reported that a week ago couple times had high blood glucose then shows how many units left then shows insulin flow block not sure if got the insulin cause goes to basal resumed. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer blood glucose this morning is 304mg/dl but high blood glucose started on sunday was 400 mg/dl something and treated with insulin pump. Customer couldn't troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.